Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced shocks. At the time of the event, a nurse observed artifacts coinciding with the patient startle response. A magnet was subsequently applied, resulting in a shock. As the device data was not up to date, a field representative performed an interrogation and found no evidence of recorded episodes. Technical services (ts) reviewed the available data and also confirmed that no recent shocks were detected, suggesting appropriate device behavior. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.